Event description:
During the procedure, it was reported that onyx refluxed on the catheter and the catheter tip became stuck in the onyx cast in the right aca (anterior cerebral artery). Upon removal of the catheter, the distal tip broke off and remained in the patient. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00696.

Manufacturer narrative:
Only the proximal broken segment of the catheter, measuring approximately 149.5cm, was returned for evaluation as the distal segment remained in the patient. The tubing material near the broken end exhibited plastic deformation (stretching and necking) indicating that the catheter broke while it was being pulled due to a force exceeding the tensile strength of the tubing material. (B)(4).